Manufacturer narrative:
Patient weight not available from the site. Event problem and evaluation: on 12-nov-2014, a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Imaging system error logs for the event were analyzed during a software investigation and it was found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system was unable to acquire the image during a spin. Fluoro images could be acquired, but the spin would not initiate when the hand switch was held. The surgeon opted to continue the procedure without the use of the imaging system, using a c-arm instead. In trouble-shooting, the imaging system was removed from the operating room (or) and, after re-booting, the image was acquired. The imaging system was then brought back into the operating room and used for the remainder of the case without any further issues. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.